Event description:
It was reported that prior to using a bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile, single use, 1 ml, the needle hub assembly separated from the syringe. The following information was provided by the initial reporter: consumer reported needle hub assembly stays in the needle shield when removed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-may-2022 h6: investigation summary five 1ml syringes with needle (p/n 309626) sealed in blister packs from batch 1125773. Each syringe was tested for shield pull force and leakage at the luer connection along with being visually evaluated. Visual evaluation revealed no irregularities or blunt surfaces on the cannulas. Leakage testing yielded acceptable results while two of the five samples failed for low shield pull force. The low shield force observed was non-conforming per product specification. The samples were sent to the needle manufacturing site for further evaluation and investigation of the low shield pull force defect. At the needle manufacturing site, two samples were received. A visual inspection was performed, no defects or imperfections were observed. Since the plastic shield has been already removed and recap, possibly multiple times, shield pull test is not applicable. Since no samples displaying the leakage condition, needle dull or syringe needle connectivity issue condition were received a potential root cause could not be established and corrective actions are not necessary. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed for shield pull force defect. A device history record review was completed for provided lot number 1125773. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that prior to using a bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile, single use, 1 ml, the needle hub assembly separated from the syringe. The following information was provided by the initial reporter: consumer reported needle hub assembly stays in the needle shield when removed.